Manufacturer narrative:
The synthes work order (B)(4) denoted that orchid unique manufactured the 14.0mm reamer head sterile for reamer, irrigator, aspirator, part 352.254, lot 5803266. The suppliers certificate of compliance, dated october 09, 2008, revealed the lot conformed to the material, hardness, and specifications. The lot conformed to the synthes incoming final inspection sheet. There were no non conformities or complaint related issues that would contribute to this complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. The synthes work order (B)(4) wo denoted that (B)(4) manufactured the 14.0mm reamer head sterile for reamer irrigator aspirator, part 352.254, lot 5803266. The suppliers certificate of compliance dated (B)(4) 2008 revealed the lot conformed to the material, hardness, and specifications. The lot conformed to the synthes incoming final inspection sheet and there were no complaint related issues that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a reaming procedure of the femur the reamer shaft broke. All pieces were retrieved and surgeon selected another shaft and completed the procedure with no further problem. It was reported there was no harm to the patient. This is 2 of 2 reports for this event.